Event description:
It was reported through surgical notes that during the vns implantation procedure the surgeon accidently punctured the jugular vein when attempting to use the tunneler between the chest incision and the neck incision. The surgeon repaired the hole and no further bleeding occurred in that area. No additional relevant information has been received to date.